Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) was evaluated following the reported event of a transient low voltage alarm due to a no external power event. The mpu was not returned; however, a log file was submitted for analysis. The submitted log file (labeled ab281835) contained data spanning approximately 30 days (29oct2021 ¿ 28nov2021 per the timestamp). The log file captured a no external power alarm active on 29oct2021 at 09:52:31 due to a dual power cable disconnect. This was the result of both power leads measuring approximately 0 volts and being disconnected from external power simultaneously. The alarms resolved when external power was restored to the power leads and pump speed was not affected by the alarm. This is addressed via the controller investigation (pi-2021-0199516-01). There were no other notable atypical alarms active in the log file that would indicate an issue with the mobile power unit. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if it can be confirmed that the patient was switching power sources from mpu to batteries during the event, and if any products will be returned for analysis; however, no response was given. The reported event could not be correlated to an issue with the mobile power unit. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate ii instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device's serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent in for review and displayed one transient low voltage alarm on (B)(6) 2021 at 9:52 am due to a momentary loss of external power to the system controller, which was possibly due to user error during a routine change of external power from the mobile power unit (mpu) to batteries. The controller momentarily operated on backup battery/power save mode at this time. There was no interruption in pump support. There were no other unusual events seen in the log file and the equipment appeared to be operating as intended.